Event description:
The tracker was found to have a black cover broken off of the front facing led during sterile processing at the user facility. No patient involvement, delays, medical interventions, adverse consequences, or procedures were associated with the reported event.

Manufacturer narrative:
The reported event that a black cover was broken off the front facing was confirmed during visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
The tracker was found to have a black cover broken off of the front facing led during sterile processing at the user facility. No patient involvement, delays, medical interventions, adverse consequences, or procedures were associated with the reported event.